Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5370802 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 08-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal #5370802. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 5370802 was manufactured according to the work instruction (wi) version 70 and manufactured in the multivac m12 on 23-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 5371183 was manufactured according to the wi version 22 and manufactured in the quickset line, on 13-feb-2021, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The gluing of tubing lot 5371178 was manufactured according to the wi version 37 and manufactured in the gluing line 04-050-08, on 09-nov-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025, the patient was admitted to hospital due to high blood glucose levels and dehydration. Upon admission, the patient's blood glucose reading was 500 mg/dl. Despite having type 1 diabetes and typically using an insulin pump, the patient was not using their pump during the hospitalization. Instead, treatment consisted of intravenous fluids with an insulin drip. The hospitalization lasted more than 24 hours, the primary cause leading to admission was dehydration, which resulted in elevated blood glucose levels. The patient did not test for ketones prior to admission. No further information available.